Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity dropped from 4 to 2 years in half a year of use. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The pacemaker remains in service but replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Updated explant date and impact codes as device was replaced with a new pacemaker. The returned device was thoroughly inspected and analyzed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity dropped from 4 to 2 years in half a year of use. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a similar pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity dropped from 4 to 2 years in half a year of use. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a similar pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Updated explant date and impact codes as device was replaced with a new pacemaker.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Battery longevity dropped from 4 to 2 years in half a year of use. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device. No additional adverse patient effects were reported.